Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-may-2022 to 16- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was inoperable and produced a strong burn smell. A field service engineer replaced the drawer's solenoid, controller board, communication sled and rails to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system produced a burning smell. Initially, the device rebooted unexpectedly, and the pharmacist tried to power on and off but failed. During device inspection a field service engineer found evidence of thermal damage on a drawer's board and solenoid. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was inoperable and producing a strong burn smell. A field service engineer replaced the drawer's solenoid, controller board, communication sled and rails to resolve. Preventative maintenance was performed on the device. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system produced visible smoke. During device inspection a field service engineer found evidence of thermal damage on a drawer's board and solenoid. There were no adverse events or injuries reported based on this incident.